Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. The cause of death was reported as cardiopulmonary arrest. Further review of the manufacturer¿s database indicated the patient died approximately one month after device system implanted. Additional circumstances related to the patient¿s death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), (B)(6) implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.